Manufacturer narrative:
Additional procode: exd - exd irrigator, ostomy. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a 24 cm chait percutaneous cecostomy catheter had a fracture and leak in the catheter. The physician reports that the device was removed and replaced due to leakage as well as fatigue/failure at the junction just distal to the trap door. It is unknown when the device was placed. No harm or additional procedures were reported besides the removal and replacement. The complaint device is an unknown gpn/lot but expected to have been another chait percutaneous cecostomy catheter. This is the only device that was leaking/fatigue/failure just distal to the trapdoor for this (B)(6)-year-old male patient.

Manufacturer narrative:
Investigation/evaluation: the complaint device was not returned for an evaluation. Without the device, a device failure analysis was unable to be performed. Imaging was provided for review. A document based investigation was conducted including a review of the provided imaging, complaint history, the instructions for use, manufacturing instructions, and quality control data. Three (3) poor quality x-ray/fluoroscopic images of the abdomen and pelvis, presumably all the same patient, were submitted for review. Per the complaint report, this patient has had cecostomy tubes in the past requiring changes once a year, although the recommended time interval for change is 6 months as detailed in the IFU. The images demonstrate a fracture of the cecostomy tube at the junction between the retention coils of the tube and the straight portion of the tube attaching to the trapdoor. No part of the straight portion of the catheter appears to be attached to the catheter fragment and presumably fell out with the trap door. The one image from the replacement procedure of this tube was also included and demonstrates the 14cm replacement tube in the distal transverse colon with contrast opacification of the bowel. The entry point into the bowel appears to be in the right lower quadrant and the straight portion of the tube was long enough to have the retention coils positioned near the splenic flexure. This tube seems very long for the patient's body habitus and the retention coils are not located anywhere near the portion of the bowel pexied to the abdominal wall. There are only 3 length options of the chait, therefore some of the catheters may be a little long, but this catheter seems much longer than is typically seen. Potentially this length, combined with bowel motility, resulted in increased wear at the junction of the straight and curved portion of the catheter, leading to fracture in this region. Other potential causes include patient spinning the trapdoor resulting in increased wear at this junction, significant change in bowel motility, or even a manufacturing anomaly. With the images and information provided, further speculation of the exact cause is not possible. Fortunately, these tubes easily pass through the colon and do not result in any issues during defecation. In fact, some advocate when changing these tubes, not to remove the old tube, but rather just let the patient pass the old tube naturally. The only inconvenience to the patient is getting a new one placed. We have no information whether the patient/care giver was instructed or received the patient guide pertaining to care of this device (it should be noted that the patient inserts a metal cannula tip into the opening of the trapdoor). There is no information regarding patient¿s activities of daily living or of any physically strenuous exertion. A review of the device history record and complaint history records for the complaint device lot could not be performed as the lot number of the complaint device was not provided. There are adequate instructions for correctly placing the proper size catheter in the patient. The chait catheters are shipped with instructions for use (IFU), which states the following: precautions: the catheter should be changed every 6 months to reduce the risk of catheter fracture. Product recommendations: the tdcs-100 is recommended for tract lengths up to 6m. The tdcs-100-m is recommended for tract lengths from 3-9 cm. The tdcs-100-l is recommended for tract lengths from 6-14 cm. Pre-placement recommendations: use of suture anchors is recommended to assist introduction of the temporary drainage catheter. Instructions for use: carefully pull catheter out over pre-positioned wire guide. Determine cecostomy tract length and place appropriately sized catheter. Note: confirm that tract is appropriate length to accommodate chait trapdoor cecostomy catheter by advancing wire guide, under fluoroscopy, until tip is within cecum and measure distance from hemostat to wire guide tip. Perform contrast injection to confirm catheter position and patency within cecum. The device master record was reviewed for chait cecostomy catheters, and there are adequate controls in place to ensure the device was manufactured to specifications. The lot number of the device could not be provided, so the device history record could not be reviewed. There is no evidence to suggest the device was not manufactured to specifications, and no evidence to suggest there are non-conforming devices in house or in field. The image reviewer confirmed the fracture of the chait catheter within the colon at the junction where the proximal straight portion and the retention coils start. From viewing the fractured piece of the tube, it appears that the catheter size was too large for the patient. Information about the sizing of the catheter could not be provided. It is unclear if this directly contributed to the failure of the tube. It was also stated that the placement of the catheter seemed different than expected, however this may have occurred as a result of the patient anatomy. Cook concluded that it is possible that the sizing of the device or the placement of the device may have contributed to the failure of the device. As the sizing information could not be provided, it cannot be determined with certainty that this contributed to the failure of the catheter. A definitive cause could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new event information received since the last report.